Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped using their scs system and the ipg depleted and became inoperable. As a result, surgical intervention may take place at a later date to address the issue.